Manufacturer narrative:
D4 UDI: (B)(4). Date of event provided in section b3 is an approximation, was not provided by consumer. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m233067 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 192-000/ lot m233067, test base part number 192-430/ lot m233067. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m233067 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however it could have possibly been related to the specific patient sample. H3 other text : single-use, device discarded.

Event description:
The customer reported thirty-one (31) unconfirmed and one (1) confirmed false positive results with the ID now covid-19 2.0 test kit for multiple patients performed on different days. This MFR. Report addresses unconfirmed false positive result and is patient fifteen (15) of thirty-two (32). The consumer did not report if any repeat or confirmation testing was performed. The customer confirmed there was no patient harm due to the test results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
D4 UDI: (B)(4). Date of event provided in section b3 is an approximation, was not provided by consumer. The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information. H3 other text : single-use, device discarded.

Event description:
The customer reported thirty-one (31) unconfirmed and one (1) confirmed false positive results with the ID now covid-19 2.0 test kit for multiple patients performed on different days. This MFR. Report addresses unconfirmed false positive result and is patient fifteen (15) of thirty-two (32). The consumer did not report if any repeat or confirmation testing was performed. The customer confirmed there was no patient harm due to the test results. No additional patient information, including treatment and outcome, was provided.